Event description:
Info was received from a risk management professional in mar. 2004, regarding a pt who experienced dense inflammatory reaction. In 2004, the pt underwent a proctectomy, ileoanal j-pouch anastomosis and ileostomy, and presumably received seprafilm prior to closure (amount not provided). Twelve days later the pt returned to the operating room for small bowel obstruction secondary to dense inflammatory reaction. The pt's outcome was not provided. Although a relationship between the adverse event and seprafilm was not specifically provided, the reporter did state that the dense inflammatory reaction was secondary to the use of seprafilm.